Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and they ramp up in the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 482 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.